Event description:
Caller reported the display of the pump is defective; misinterpretation is possible. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).